Event description:
It was reported that pocket infection occurred. It was also noted that the patient had a chronic infection and a boil was spotted 2 days prior. The patient's implantable cardioverter defibrillator (ICD) and associated leads were explanted. The right ventricular (rv) lead was returned to the manufacturer, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in a field action, returned product testing found the device did perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419378, lead, implanted: (B)(6) 2006; 5076-45, lead, implanted: (B)(6) 2006. (B)(4).